Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device changeout, the atrial lead could not be removed from the atrial header port. The physician elected to cut and cap the lead, and the device was explanted and replaced. The patient received no adverse events from the procedure.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone inside the atrial setscrew hex cavity.